Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with ancef (dose and frequency not reported) intraperitoneally (ip) and intravenously (IV) for peritonitis. Three days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.